Event description:
Contact reported that three cufftack implants were found to be broken post operatively. Revision surgery was performed to remove the broken fragments from the joint. No other information was given.